Event description:
Following a mako tka surgery that took place on (B)(6) 2021, the patient underwent vascular surgery and a fasciotomy sometime between (B)(6).

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.